Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that during intra-op, three contacts of paddles were showing high impedances. There were no factors reported that might have led or contributed to the issue. The rep reprogrammed the device and the issue resolved at the time of the report. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.